Event description:
It was reported that this device was suspected to be depletion prematurely. During last year's check the battery remaining was 3.5 years, but yesterday the battery remaining showed 1.5 years. A request for technical services (ts) was needed. Ts confirmed that the device was exhibiting premature battery depletion. Ts noted the device should be replaced within 90 days, and the replacement window ends on (B)(6) 2024. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device was suspected to be depletion prematurely. During last year's check the battery remaining was 3.5 years, but yesterday the battery remaining showed 1.5 years. A request for technical services (ts) was needed. Ts confirmed that the device was exhibiting premature battery depletion. Ts noted the device should be replaced within 90 days, and the replacement window ends on (B)(6) 2024. The device was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected to be depletion prematurely. During last year's check the battery remaining was 3.5 years, but yesterday the battery remaining showed 1.5 years. A request for technical services (ts) was needed. Ts confirmed that the device was exhibiting premature battery depletion. Ts noted the device should be replaced within 90 days, and the replacement window ends on (B)(6) 2024. The device was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device was suspected to be depletion prematurely. During last year's check the battery remaining was 3.5 years, but yesterday the battery remaining showed 1.5 years. A request for technical services (ts) was needed. Ts confirmed that the device was exhibiting premature battery depletion. Ts noted the device should be replaced within 90 days, and the replacement window ends on (B)(6) 2024. The device was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the remedial action field.